Event description:
It was reported that the procedure was to treat a 70-90% stenosis in the proximal left arterial descending (lad). The 3.5x8 mm nc trek balloon catheter was advanced for post-dilatation; however, the balloon did not inflate. The balloon was removed from the patient anatomy and a balloon rupture at the proximal end was observed. The balloon was prepped and negative pressure was applied before crossing the lesion. There was no resistance advancing or removing the device from the patient anatomy. A non-abbott device was used for post-dilatation and finish the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported inflation issue and rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.